Manufacturer narrative:
Device evaluation: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.00/1.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced an excessive vault. On (B)(6) 2024, the lens was exchanged with the same model and length, different axis and the problem was resolved. Additional information provided: "the position of the lens was adjusted from horizontal to oblique". The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
Type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).